Manufacturer narrative:
The subject device has been discarded by the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that during reprocess of pre-cleaning the subject device was inserted into the instrument channel of gif-h190n and the subject device was pulled out, there was no brush tip. The user is using the recommended procedure and is complaining about defective or durable brushes. The brush tip remains in the instrument channel of the gif-h190n. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-10591. Olympus concluded that there was no MDR reportable malfunction or adverse event.